Event description:
The article, "innovative transcatheter ventricular septal defect closure utilizing an atrial septal device in small infants: a case series", was reviewed. The article presented a case study of an 11-month-old female patient with a history of congestive heart failure, ventricular septal defect, tachycardia, pansystolic murmur, hypertension, and diaphoresis for a ventricular septal defect (vsd) closure. A 9mm amplatzer septal occluder was selected for implant on an unknown date using a 6f amplatzer torqvue delivery system. The device was successfully implanted. Immediate postoperative transthoracic echocardiogram (tte) and follow-up imaging on the second postoperative day showed a mild residual flow across the device, along with a decrease in pulmonary artery pressure. At 6 months follow-up the patient remained asymptomatic. Echocardiographic assessment revealed appropriate positioning of the device with no residual shunt. [The primary and corresponding author was (B)(6).

Manufacturer narrative:
As reported in a research article, innovative transcatheter ventricular septal defect closure utilizing an atrial septal device in small infants. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural factors (improper sizing, implanting technique) could contributed to the reported issue; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: innovative transcatheter ventricular septal defect closure utilizing an atrial septal device in small infants: a case series b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.